Event description:
It was reported surgical intervention was undertaken to address an impedance issue for the pt's ((B)(6)) lead which resulted in a loss of stimulation. During the procedure, a fracture of the lead was detected near the anchor site. It was also noted that an electrode from the lead was dislocated. As such, the lead was replaced. The pt denies experiencing any traumatic event which may have attributed to this matter. Effective stimulation was recaptured following the procedure.

Manufacturer narrative:
Results: the complaint of "invalid impedance" was confirmed. Microscopic inspection revealed a kink with all broken wires 15.5 cm from the stimulation end. As the outer tubing of the fracture site was not breached, this damage was consistent with overstress the lead was subjected to at the proximal end of the swift-lock anchor while it was implanted. Additionally, there was considerable damage to the paddle (missing electrode) that likely was a result of the explant procedure. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.